Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis nurse (pdrn) reported a leak from the connector during drain 5. Treatment was discontinued. The set was retained and is being made available for evaluation. During follow up, the patient's pdrn reported there were no injuries or complications. The patient's effluent remained clear. She was not prescribed any antibiotics.

Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. The actual sample was visually inspected and noticed that the patient connector is cracked. No other issues were observed. In addition an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.